Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Customer states: prior to use, a doctor felt resistance when he inflated the cuff. There was no patient involvement.

Manufacturer narrative:
(B)(4). The sample associated with this report was received and evaluated. Visual and functional testing confirmed that the cuff would not hold air. Visual analysis confirmed the inflation line was collapsed inside the lumen of the tube, causing the leak. The reported failure of cuff won't deflate is a known issue and has been investigated under a corrective and preventative action. Additional: device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Information has been added to the database and complaint trends will continue to be monitored.